Event description:
It was reported that during a supply change the ilet user selected ¿no¿ to inserting a new infusion set when they intended to insert one, and an agent guided the user to complete a fill-cannula-only step. Symptoms included none reported. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education regarding correct supply change workflow. Investigation of this case revealed user handling and use error during the supply change process, with no device malfunction identified and no affected device component. It was concluded, based on previously established findings for similar reports, that the cause was user error.